Event description:
Approx 6 mos following cypher stent placement, the pt underwent follow-up cardiac catherization. The pt was asymptomatic and no follow up stress test was performed. Repeat coronary angiography revealed a partial stent fracture noted in the mid portion of the stent. There was no restenosis. No treatment was required. No re-hospitalization is required.